Manufacturer narrative:
Concomitant medical products: model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to hearing an audible alert from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered an alert for out-of-range high / undefined superior vena cava (svc) defibrillation coil impedance. Follow up was conducted and reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.